Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked and pump booted to verify screen with dim pink contrast. This report is made based on results of investigation completed on 11/18/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: a black box review show power on resets. The time and date was accurately set at start of investigation. Investigators performed pump rewind, load, and prime with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with test battery cap. Visual inspection of "battery cap" revealed, stripped threads. The battery cap was unable to tighten onto battery compartment. Power loss was duplicated due to the cap detaching and battery compartment cracks. The pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. The pump returned with audio bolus button missing, bolus button is inoperable due to missing cover and missing white slug. (B)(6).